Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that during impella cp support for 77-year-old male patient, heparin was held due to nose and mouth bleeding. Additionally, labs were hemolyzed and it was noted that the impella was caught under the papillary muscle. The physician elected to not reposition due to illness of patient. Care was withdrawn and patient expired. Medical safety review of the event noted there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation for the reported hemolysis has been completed. Pump was not returned for investigation. Data logs were returned but no motor current spikes, positioning issues or suction alarms observed. Clinical information related to hemolysis is limited. The root cause of the hemolysis could not be determined without additional information.